Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h11. Corrected field: d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported events. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the breakage of the probe could be attributed to the following factors: -during the output activation in seal & cut mode, the probe might have come into contact with hard tissue, metal objects, or surgical instruments. - due to ultrasonic vibration, the coating of the probe might have peeled off, and scratches might have been generated. - a force might have been applied to activate the output in seal & cut mode, or a force might have been used to grasp the tissue with the probe. Consequently, cracks might have formed at the scratched area, leading to the error. - a force might have been applied to the probe, causing it to break." The event can be prevented by following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that about twenty minutes after the start of the hysterectomy operation, the generator warned of a device malfunction (u504). The surgeon chose to continue the operation without referring to the malfunction because he thought the malfunction had passed. The surgeon removed the device from the abdomen and only then discovered that the lower jaw of the device had broken inside the abdomen. The surgeon looked for the broken part inside the patient's abdomen for about 10 minutes and did not find the lower jaw piece and the procedure was ended. At the end of the operation the nurse found the broken piece stuck inside the trocar. There were no reports of patient harm.